Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available d10: concomitant medical product and therapy dates: 2x tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number: 61426127 tsv4b11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number: 61473484 tsv4b10, imp,tsv,4.1mm,sbm,10, lot number: 61422988 e1: reporter email address unknown / not provided. G4: premarket identification: k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported a periimplantitis at tooth sites #17,25,24,27. Implants were removed. Symptoms as a result of the event: implant mobility + discomfort.